Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness and the reported infection occurred > 90 days, implanted products are not identified as the source or contributing to the reported infection and can be excluded as a possible source. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00569. Medical products: tmj system left standard mandibular component 50mm / 9 hole, part# 24-6551, lot# 829370d; tmj system left fossa component, medium, part# 24-6561, lot# 863480c; unknown screws, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the patient underwent a revision to remove temporomandibular joint implants on the left side nine (9) months following implantation due to purulent infection in the ear canal. It is planned that the patient will receive a custom temporomandibular joint implant on the left side in (B)(6) 2021. No additional patient consequences have been reported.